Manufacturer narrative:
No unexpected no delivery alarm or occlusion alarm anomaly noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked reservoir tube lip and stained address number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose of 545 mg/dl. Customer had symptoms like fatigue and nausea. Customer treated with manual injections. Their current blood glucose was 402 mg/dl. Customer states that drive support cap was normal. The infusion set had a bent cannula. The device did not pass the basic occlusion test. Insulin pump will be returned for analysis.